Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the anterior tibial artery. A 300cm straight tip v-14 control wire was advanced to cross the lesion. However, it was noted that the hydrophilic coating bunched up on the distal end of the wire. The device was completely removed and the procedure was completed. There were no patient complications reported.